Event description:
It was reported that the pt presented with an acute myocardial infarction, with an occlusion due to thrombosis. A 4.0/18 multi-line rx zeta was direct stented in the lesion. When contrast was injected, a vessel perforation was noted. Another co's 3.0/19 stent was implanted to treat the perforation.